Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of slit catheter is confirmed, use related. The product returned is four photographs of what appears to be a purple powerpicc catheter. Photo 1 shows a longitudinal split in the catheter being held open by gloved hands. The split appears to extend between two depth markings. Photo 2 appears to display the same split, but not opened and exhibiting red residue which may be blood residue. The split appears to have a subtle s curve appearance and the edges of the split appear to be slightly tented, suggesting plastic deformation consistent with burst failure. Photo 3 shows the same split area being held in gloved hands, with the 15 cm depth marking visible approximately 2-3 depth markings away from the split. Photo 4 shows the split area and reveals that the split area is between the 12 and 13 cm depth markings. As the damage is consistent with burst failure in polyurethane, the complaint is confirmed, use related. A lot history review (lhr) of rebu2357 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep that after the PICC had been in place for over a week all 3 lumens had slits at the 12-13 cm mark. It was noted by the facility that the scalpel never came into contact with the lumens, that the skin nick was made prior to insertion and done appropriately with no other unusual circumstances during insertion. "Propofol, versed and fentanyl infiltration into r-arm." A new device was placed in the other arm. No patient harm was reported.